Manufacturer narrative:
Event date: (B)(6) 2014. Manufacture date: 10/09/2014. Conclusion / root cause: the data acquisition was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the device has multiple error codes indicating a vent inop data acquisition pcba adc reference failure message. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is an internal communication link used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors. This will result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Manufacturer's service engineer was unable to duplicate the reported problem but verified the errors in the log. The tech support suggested to manufacturers service engineer to replaced the data acquisition pcb and the flow sensor cable as a precaution.